Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change errors with multiple cartridges during the load process. The customer's blood glucose level was 175 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.